Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -17.00/1.5/087 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).